Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 475 mg/dl. The customer stated her blood glucose was 375 the day before and over 500 mg/dl the morning of the call. The customer treated with the insulin pump and manual injection. The customer explained that she had recently changed the infusion set and reservoir and the reservoir had been changed twice. Troubleshooting was performed and the customer was able to prime without an alarm after disconnecting and reconnecting the tubing and reservoir. It was explained that the alarm was caused by a set/reservoir occlusion. The reservoir will not be returned for analysis.